Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned due to high threshold and high impedance. A new lead was implanted. No additional adverse patient effects were reported.